Manufacturer narrative:
(B)(4). The reported complaint of "ap signal on the iabp was a flatline with no pressure readings" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " ap signal loss. Ap signal on the iabp was a flatline with no pressurereadings on the pump, only dashes.opted to exchange the pump for a second pump. The ap signal on the second pump was normal and working appropriately". No patient injury or consequence reported. The patient's current condition is reported as "critical"

Manufacturer narrative:
(B)(4).

Event description:
It was reported " ap signal loss. Ap signal on the iabp was a flatline with no pressurereadings on the pump, only dashes.opted to exchange the pump for a second pump. The ap signal on the secondpump was normal and working appropriately". No patient injury or consequence reported. The patient's current condition is reported as "critical".